Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a replacement pump the day prior and would like to go over her pump settings. Her blood glucose was 500 mg/dl. Her pump settings seemed correct. The customer was offered troubleshooting for her high blood glucose and she declined. She mentioned that she received a check settings alarm and she was advised that it was a safety alarm. The insulin pump will not be returned for analysis.